Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated she wears the insulin pump in her bra and was sweating. Her blood glucose level was 121 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at a display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. (B)(4).